Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had a high blood glucose value of 23.5 mmol/l. Customer's other blood glucose value were 3.5 mmol/l, 9.2 mmol/l. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with manual injections for high blood glucose values. The customer also stated that the insulin pump received an insulin flow blocked alarm but the issue was resolved by troubleshooting. The customer did not allege that the insulin pump was under delivering insulin. The device is not expected to be returned for analysis.